Manufacturer narrative:
The lens was returned. The lens has been cut into two pieces across the optic. The power and resolution could not be evaluated due to the extensive optic damage. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens was returned in pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 015, 19.5 diopter, (extended 1.5 diopters of focus) was replaced with a non-company monofocal lens. The exchange from an extended depth of focus lens to a monofocal lens may indicate the replacement was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient corrected visual acuity (cva) was decreased from 0.6 to 0.3 and 9 months after the surgery the patient's uncorrected visual acuity (ucva) was 0.15. There was no improvement in distance or near vision. Yag laser treatment was not performed. Doctor wants to wait and see if the patient's vision will improve with time for iol exchange. But the vision was not improved and iol was explanted and exchanged with non company lens 1 year 5 months following the initial procedure. Additional information has been requested.